Event description:
Prograsp forcep was inserted into the port. Surgeon was using prograsp forcep to retract the liver and surgical team heard a "pop". They then visualized a wire sticking out of the prograsp forcep. The forcep was then removed from the patient and passed off the field. It was tagged to be cleaned in central sterile processing department (cspd) and then returned to the robotics resource nurse.